Manufacturer narrative:
Manufacturer investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms that were associated with the phase 3 hex value being out of specification. Based on past experience with the hmii lvas and similar reported events, these driveline fault alarms could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas could not be conclusively established through this evaluation. The first submitted log file contains data from 15feb2019 at 11:57 through 22feb2019 at 15:52. Intermittent driveline fault alarms were captured from 21:03 on 18feb2019 to 03:26 on 22feb2019 due to phase 3 being measured lower than phases 1 & 2. The second submitted log file appears capture the initialization of pump support from a new system controller on 22feb2019. This appears consistent with the account¿s report from 23feb2019 that the patient underwent a controller exchange. Two additional driveline fault alarms were captured on 24feb2019 at 01:29 and 01:37. These driveline fault events also appeared to be active due to phase 3 being measured lower than phases 1 and 2. As an additional observation, low flow hazard alarms were captured intermittently throughout both files. Estimated flow ranged from 2.2-2.4 lpm for these events. Overall, power ranged from 3.2-4.4 w, estimated flow ranged from 2.2-4.4 lpm, and average pi was between 2.0 and 7.7. No atypical trends in pump parameters were captured. No low speed advisory, low speed hazard, or pump stop events were captured for the duration of the files. A specific cause for the low flow hazard alarms could not be conclusively established through this evaluation. The driveline fault events that were confirmed in both submitted log files appear consistent with a potential driveline issue. The hmii lvas IFU addresses all system controller alarms (including driveline fault and low flow hazard alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 6 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that driveline faults were observed. Technical services reviewed the submitted log files, and driveline faults were confirmed. The driveline faults appeared to be caused by an issue with the perc lead. Additional information was request, however was not provided.